Manufacturer narrative:
The company rep confirmed the reported problem. The company rep replaced the power supply (part number 0014-00-0033e05) and after the agreement from the customer, the batteries (part number 0146-00-0039). The company rep performed calibration and functional tests. The unit met factory specifications and was returned to the customer. The power supply was returned to (B)(4) for evaluation. Upon inspection, it was observed that the cr38 component failed and damaged the power supply beyond repair. This is a known event related to the power supply beyond repair. This is a known event related to the power supply and was evaluated earlier. This CAPA was closed in july 2008. The iabp was manufactured in june 2007, prior to the CAPA. The unit was sent to the vendor for the repair. The power supply's component cr38 was upgraded to 100v. Hlth hazard evaluation was performed and the assigned risk index was (B)(4) indicating none/negligible impact for the likelihood of the potential hazardous event or probable adverse event. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt for approximately 30 minutes on battery operation, the pt was transferred to ICU where the unit was plugged into an auxiliary outlet located under the foot of a stryker bed. The customer stated that the unit had a "puff of smoke" and "smelled" and lost ac power, the battery charge indicator was not functional. The unit ran on battery operation for approximately 20 minutes and then displayed the "low battery" alarm. The iabp and the bed were replaced without any impact on the pt and therapy was continued. No pt injury was reported.